Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed; however the photos did not identify a specific product issue. Additionally, evaluation/testing of the customer samples was performed and underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
Material no. 363083, batch no. 9004633. It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are underfilling. This occurred on 30 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the tubes are drawn with a straight needle and 30 out of 50 tubes drawn in the past 3 days underfilled below the etched line. A second or third tubes is drawn in order to get the minimum amount. Some of the tubes fill correctly, but many do not. This occurred with several different phlebotomists. The tubed are stored between 4-25c.

Event description:
Material no. 363083, batch no. 9004633 it was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are underfilling. This occurred on 30 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the tubes are drawn with a straight needle and 30 out of 50 tubes drawn in the past 3 days underfilled below the etched line. A second or third tubes is drawn in order to get the minimum amount. Some of the tubes fill correctly, but many do not. This occurred with several different phlebotomists. The tubed are stored between 4-25c.

Manufacturer narrative:
H.6. Reason code for no evaluation: other. H.6. If other specify see section h.10. H3 other text : see section h.10.